Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that this issue was due to a mechanical failure with the hand-switch functioning intermittently. Once the hand-switch was replaced, the imaging system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively sacroiliac and thoracolumbar procedure. It was reported that the system is unable to take an x-ray. It was also noted that no error message occurred like collision zone or door open. The imaging system had a green line of communication with the navigation system and the navigation system could see the imaging system along with the reference frame. The site did not try to use the foot switch. The site tried re-booting the system several times with no resolution. The site ended up using another imaging system to continue with the case. There was a less than 1-hour delay to the procedure and no impact on patient outcome.